Manufacturer narrative:
The t:flex user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus and basal delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer changed supplies to address the occlusion alarms. Customer also reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off-label per the user guide. Customer reported blood glucose level ranged from 100-150 mg/dl.